Manufacturer narrative:
(B)(6). The device, sans t's or sutures, was returned for evaluation where product investigation revealed that the allegation of t2 not deploying could not be confirmed as the t was not present on the inserter. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A root cause cannot be determined at this time. (B)(4).

Event description:
It was reported that while using a fast-fix 360 reversed curve needle delivery system device that after deployment of t1, t2 was not deployed despite the deployment knob being depressed. Both implants were removed from the body and the operation was completed with a backup device.